Manufacturer narrative:
The cpu board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
During the testing, the ge healthcare technician found that the unit started to shut down continuously. There was no reported patient involvement.